Manufacturer narrative:
Pump received with loose/protruded drive support disk, minor scratched display window and cracked reservoir tube lip. Pump unable to prime during prime and compromised force system sensor test due to loose/protruded drive support disk. No motor error alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed self, idle current, restart error, operating currents, displacement, rewind, basic occlusion, prime, force system sensor. Unable to perform occlusion or excessive no delivery tests due to prime anomaly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 87 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.